Manufacturer narrative:
(B)(6). The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a clogged occurred during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "the blood does not return properly to the tubing and stops at the level of the "cobe". No problem in the rest of the workup since the patient has good venous return. However, the same problem occurred the day before with young people. Children, with less venous return. The children had to be pricked several times, and one sample was even abandoned."

Event description:
It was reported that a clogged occurred during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter. "The blood does not return properly to the tubing and stops at thelevel of the "cobe". No problem in the rest of the workup since the patient has good venous return. However, the same problem occurred the day before with young people. Children, with less venous return. The children had to be pricked several times, and one sample was even abandoned."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to clog as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.